Manufacturer narrative:
The evaluation of this event is still ongoing. Should additional information be received, a supplemental report will be provided.

Event description:
While evaluating a returned olympus evis lucera elite videoscope, it was discovered that the instrument channel port had foreign material present, restricting its accessibility. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: b5, h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found that the valve of the instrument channel port was stuck in the instrument channel tube. The biopsy valve for the instrument channel used in the previous reprocessing got stuck in the instrument channel. The subject event can be detected and prevented by implementing in accordance with the following IFU. Instructions operation manual for gif/cf/pcf-290 series chapter 3, ¿preparation and inspection¿ describes how to detect the event. Instructions reprocessing manual for gif/cf/pcf-290 series chapter 5, ¿reprocessing the endoscope¿ describes how to prevent the event. Olympus will continue to monitor the field performance for this device.

Event description:
The customer originally reported that the instrument tube malfunction. This event was identified as a nonreportable event. The supporting device was the cv-290/evis elite video system center. This issue was found during preparation before the procedure. The facility finished the procedure with the replacement device. The intended procedure was unknown. According to the engineer's feedback, the foreign material was the protective cap of the biopsy forceps. There is no photo about it. The part was stuck in the tube during reprocessing. And the faulty device was not used on the next patient.